Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent delivery system (sds) was unable to cross the target lesion. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified obtuse marginal artery. The target lesion was pre-dilated using a non-bsc balloon. The physician was unable to cross the target lesion using a 2.5x38m promus element sds, and then the procedure was completed with another of the same device. No patient complications were reported and the patient's condition is stable. However, product analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified stent damage. The struts on the 21st and 22nd rows in from the distal end of the stent were raised up and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).